Manufacturer narrative:
The bite is not opened due to the first tray. If the patient removes the plastic, the bite closes. The best treatment plan for this case is to remove the 8's from the patient's mouth. If we exclude them from the setup design and they are present in the mouth, they will over-extrude, and the bite will never close. The clinical team is going to send a note in the refinement to this customer. Failure mode unintended movement/open bite. Root cause no defect proven. Conclusion code no failure found.

Event description:
In this event it is reported that a patient using nontemplate aligner arch for aligner treatment experienced an anterior open bite. New scans for refinement, refinement in progress.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803.the device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.